Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ins was so close to their skin that it protruded and pinched their skin in between causing pain when they would sit. The patient felt that their ins was working its way out. These issues had been present since implant and the patient noted that it had been much worse in the year or two prior to the report. It was also noted that healing took quite a while. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.